Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with intermittent ventricular undersensing in their implantable cardiac monitor (icm). No device programming changes were made. Device was continued to be monitored. No patient consequences were reported.